Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a motor error alarm and multiple no delivery alarms. The customer also reported physical damage to the insulin. Troubleshooting was declined for the motor error alarm. Customer stated that insulin did not exit from the tubing during the troubleshoot. Customer did not have an infusion set at the time to complete troubleshooting. Customer was advised to change out the infusion set and reservoir. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis.